Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The next day, the patient was hospitalized for the event. The patient was treated with injections of reflin (1 gram, daily, route not reported) and injections of tobramycin (40 milligram, daily, route not reported) for peritonitis. The cause of peritonitis was unknown. Dianeal therapy was ongoing. Antibiotic therapy was ongoing. On an unreported date, the treating physician had planned to remove the catheter. At the time of this report, the patient was recovering from the event and was stable. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.